Event description:
During training by facility staff, the device displayed a red "x" indicator and gave a "unit failed" prompt. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product.